Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The cable connections and the output of the image processing computer were checked. The monitor needs to be replaced. No additional repair info was provided.

Event description:
The customer reported that the monitor on the 7700 system would go black. No pt injury was reported.